Event description:
Surgeon was unable to assemble the acumatch a-series polyethylene liner into the already implanted acetabular shell component. The surgeon elected to remove the a-series component and implant a competitor's device. The surgery continued without incident.